Event description:
The pt stated he is only seeing a 2.0 on the infusion device screen and the infusion device is beeping. The pt was not sure how old the power pack was, but he knows it is way over the 2 week time period. He was asked if he had another power pack to insert, and he did but it was expired. The pt inserted the expired power pack until he could get home to insert a new power pack. The pt did know about the recall, but he stated that he had just ignored the recall. He was advised to change his power packs every 2 weeks. The pt's blood glucose was not affected. No medical attention was necessary. The pt discarded the product. No product will be returned for eval.

Manufacturer narrative:
Product was not returned for eval.